Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-03187. The referenced pump pocket infection was reported under medwatch MFR report# 2916596-2018-01644. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 5 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient had developed a pump pocket infection and then developed elevated lactate dehydrogenase leading to suspected pump thrombosis. The thrombosis was confirmed in the operating room. The pump was exchanged without complications. Additional information was requested but was not provided.